Event description:
A patient sample was tested for troponin (accu tni) and results were: 0.19 and 0.15ng/ml. The original sample was re-tested and a result of 77.65ng/ml was obtained. A subsequent testing produced a result in the risk stratification range (0.17ng/ml). The results were not reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
The customer collects accu tni samples in 13x100mm plastic greiner serum tubes with a gel separator. Per customer, the tube was 3/4 full and the sample was normal in appearance. The specimens are centrifuged at 3,000g at room temperature. The repeat samples were aliquoted and run from the aliquots. Qc is run twice daily and was within established ranges prior to and after the event. A fied service engineer (fse) was dispatched: a) the fse replaced the ultrasonic transducer and proactively replaced the controlling pcb board. Hardware issue may have contributed to this event. A malfunction will be assumed for the purpose of this report.